Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that the packaging of the decanav electrophysiology catheter and the shipping box was found to have a hole in it. There was no patient consequence. The issue was noticed when the device arrived at the facility. The catheter was not used in a patient. The hole in the packaging compromises the sterility of the device. Therefore, this event has been assessed as reportable.